Event description:
Information received indicates that a superficial abrasion of the left ventricle occurred when the flexible arm of the device contacted cardiac tissue during the case. Slight bleeding occurred. The device was not replaced during the procedure. As reported, surgical intervention was not required to achieve hemostasis; the bleeding stopped with the normal protamine administration at completion of the case. No report of subsequent patient complication.

Manufacturer narrative:
Analysis: event review indicates the surgeon described the tissue damage as a superficial injury of the ventricle. No estimate of any blood loss was given. The product is being returned, but has not yet been received for analysis. We are aware of this issue occurring if the octopus articulating arm is used not only to position the suction pods, but also to position the heart. As a result of this use, increased surface contact between the ocutopus and the heart tissue may lead to surface abrasion as reported. We do have separate devices that are designed for and should be used for positioning the heart. Conclusion: with no product evaluation, we are unable to determine an exact cause of the event at this time. When more information becomes available, it will be submitted as a follow-up report to the FDA.